Manufacturer narrative:
Investigation summary: bd received five (5) photos for investigation. After review and analysis of the customer photos, closure separation was observed in photos 2, 4, and 5, while defective stopper molding was seen in photo 1. 30 retain samples were subjected to a visual inspection for stopper defects, of which no samples failed. Additionally, 29 retained samples were sent for stopper pull out testing and torsional testing, all of which passed the functional tests. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: closure separation and defective stopper molding. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube had a molding defect, and the stopper pulled out of the tube while in the analyzer. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube had a molding defect, and the stopper pulled out of the tube while in the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.